Event description:
It was reported that a multicarrier and a board of a spectrum infusion pump burned. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device has not been identified or returned to baxter for eval. If the device is returned, an eval will be conducted and a supplemental report will be submitted.